Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during monitoring a patient for cardiac arrest (age & gender unknown), the associated device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Logs from the reported event date of (B)(6) 2025 were not available, but logs from 07/30/2025 and 07/20/2025 were reviewed. These logs showed repeated "pads off" and "ECG multi-lead fault" messages, as well as pad-related faults. These findings are consistent with a pad coupling or connection issues, which can occur if the pads are not properly attached to the patient, if skin preparation is insufficient, pad placement, or if accessories are not connected appropriately. The returned device and multifunction cable (mfc) were tested with no faults found. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.